Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details have been requested. No additional info is available at this time. The events of "possible granuloma and pain" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of inflammation and pain "undesirable effects; the pt must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported 3 months after injection in marionette lines "molar crease", and left cheek with juvederm (tm) voluma(tm) with lidocaine, pt developed possible granuloma in left cheek and "tenderness." Pt was treated with hyaluronidase. Symptoms have resolved.